Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was not confirmed. A root cause could not be identified. Based on the results of the investigation: none of the failures additionally identified during device inspection are subject to investigation. No nonconformances were found related to this complaint. No further escalation is required. The customer request is not confirmed. None of the failures identified during device inspection are subject to investigation. No further escalation is required. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the colonovideoscope had e315 code error. There were no reports of patient involvement.